Manufacturer narrative:
Additional information received from the site on feb. 21 2019. The size was incorrect for the first implant so the valve was changed. No other details including cross clamp time or patient information are available. No indication of which valve remained implanted was received. Based on the information received the event is attributable to an intra-operative difficulty, specifically a procedural mis-sizing requiring the explant of the device and use of a smaller/larger size (which device was used is not indicated). Using this information the event is not attributable to the device or any device related malfunction and the root cause is deemed to be procedural mis-sizing. Because the device is not available and there is no indication of which valve was explanted and which valve remained implant the manufacturer cannot perform any additional investigations. Fields changed: date of report, PMA/510k, if follow-up, what type.

Event description:
On (B)(6) 2018, a patient received a carbomedics standard mechanical aortic heart valve. The manufacturer was notified that both a a5-025 and an a5-027 was used. Additional information received from the site on feb. 21 2019. The size was incorrect for the first implant so the valve was changed. No other details including cross clamp time or patient information are available. No indication of which valve remained implanted was received.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received a carbomedics standard mechanical aortic heart valve. The manufacturer was notified that both a a5-025 and an a5-027 was used. No indication of which valve remained implanted was received.